Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  Device evaluation : a correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for hemolysis, lactate dehydrogenase (ldh) was elevated. Ramp echocardiogram was positive, ejection fraction (ef) noted to be 40%. Patient does not wish to have device exchange. Patient underwent wean study for possible explant. Lvad speed was turned down to 8000 rpm. On (B)(6) 2017, outflow graft (ofg) was tied off and driveline was cut underneath the skin. The pump support was discontinued, however pump was not explanted. On (B)(6) 2017, it was reported that the patient was discharged home under palliative care. No additional information was provided.